Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) level was 300 mg/dl. The customer reverted to using insulin injections to manage diabetes. As the customer was not receiving an occlusion alarm at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusions was unable to be performed.